Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed two devices were returned in a single original packaging with the batch number of the complaint on the label. The t1, t2, and sutures of both devices were not returned. Neither insertion device has a visible defect. A functional evaluation was performed on the returned device and found that both devices cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, both t implants of a fat-fix 360 deployed at the same time. Both ts remain in the patient. The procedure was completed with an equivalent s+n device. It is unknown if there was a surgical delay, however, additional anesthesia was required as a consequence of the issue. No further complications were reported.